Event description:
It was reported that the handpiece began leaking a reddish substance while the equipment was being cleaned. The fluid came out near the head of the device. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported complaint was not confirmed, as a fluid sample could not be found.